Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive the hrsv to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there was no image on the hrsv it was completely black. The probable root cause is due to an electrical component issue in the hrsv.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye in the surgeon side console (ssc) was black in a previous procedure. No known impact or patient consequence was reported.